Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a facility representative reported via (B)(4) that the ar-6480 dw arthroscopy pump outflow side would lock up and not come back on during back-to-back cases. No patient was affected.